Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a pacemaker dependent patient presented at a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited rf telemetry issue and telemetry lockout. No intervention was reported. The patient was in stable condition.